Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the procedure was a hand internal fixation. The instrument was a variable angle (va) hand 1.5 mm screw driver shaft. Screwdriver shaft is self-retaining and when used by the surgeon the screw did not stay on the shaft. Retrieved the screw and put it back on the screw driver shaft and continue with the operation uninterrupted. No delay in surgery. Patient was fine post-surgery. No adverse event to patient. This is report 1 of 1 for (B)(4).